Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source had b30 error during sedation (device inside patient) for a diagnostic colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; g1; g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting. The customer reported b30 scope communication error did not occur on any other of the scopes. Troubleshooting was not able to resolve the reported allegation and was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.